Manufacturer narrative:
Service visited the site on (B)(4) 2011, and replaced creatinine (crem) reagent syringe drive. The field service engineer (fse) calibrated the lamp and performed qc, which produced acceptable results. The fse verified repair per established procedures. All results met the published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron lx I 725 clinical system on to the floor. The customer was unable to locate the source of the leak. There was no effect to patient or user.